Event description:
At 3/27/06 follow-up, it was noted that ventricular capture was increasing, ending in loss of capture on 6/26/06; high thresholds. Impedance and sensing were stable. The lead was explanted. No patient complications were reported as a result of this event.